Event description:
It was reported that; the patient underwent the surgery and the surgeon confirmed x-ray and he found that the connector broke. Therefore, the patient underwent the revision surgery .

Manufacturer narrative:
Method device history review; complaint history review; risk assessment; results: it was confirmed that the breakage was noticed more than 2 years after implantation. The large bending moment created by the configuration of the construct along with the time of implantation were likely to have been main contributors to the fatigue breakage experienced by the returned connectors. Conclusion: the cause of the reported event is most likely the configuration of the construct creating a large bending moment, which created repeated loads over time on a localized area and lead to the eventual fatigue fracture of the connector.

Event description:
It was reported that; the patient underwent the surgery and the surgeon confirmed x-ray and he found that the connector broke. Therefore, the patient underwent the revision surgery .